Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 2-june-2024, it was reported that patient faced infusions set leakage at site within one day of use patient replaced infusion set and resumed insulin successfully. No further information available.